Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise on the electrode. The patient was changing a light bulb with the electricity reported to be turned off at the time of the reported event. Technical services (ts) was consulted and the patient was brought into the clinic for further troubleshooting. During troubleshooting, while the patient was lifting their left arm, noise was replicated in primary and secondary vectors. It was also noted the r-wave amplitudes in those vectors were small. While the health care professional (hcp) was attempting to acquire a reference electrogram, they were unable to. While programmed in primary, it was noted there was intermittent undersening occurring. Ts recommended the patient undergo a chest x-ray to confirm device and electrode placement. Subsequently, the patient underwent a chest x-ray which reveled the device was anterior and appeared to tilt outward away from the chest wall. Ts recommended a revision procedure. The plan was to discuss with the hcp. Ultimately, the patient underwent additional surgical intervention to revise the device placement. During the revision procedure, the electrode was disconnected and reconnected to the device. Following the device revision procedure, the patient still continue to receive inappropriate shock therapy. Ultimately, the physician opted to deactivate the s-ICD. Additional information was received that this s-ICD system has been explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing noise on the electrode. The patient was changing a light bulb with the electricity reported to be turned off at the time of the reported event. Technical services (ts) was consulted and the patient was brought into the clinic for further troubleshooting. During troubleshooting, while the patient was lifting their left arm, noise was replicated in primary and secondary vectors. It was also noted the r-wave amplitudes in those vectors were small. While the health care professional (hcp) was attempting to acquire a reference electrogram, they were unable to. While programmed in primary, it was noted there was intermittent undersening occurring. Ts recommended the patient undergo a chest x-ray to confirm device and electrode placement. Subsequently, the patient underwent a chest x-ray which reveled the device was anterior and appeared to tilt outward away from the chest wall. Ts recommended a revision procedure. The plan was to discuss with the hcp. Ultimately, the patient underwent additional surgical intervention to revise the device placement. During the revision procedure, the electrode was disconnected and reconnected to the device. Following the device revision procedure, the patient still continue to receive inappropriate shock therapy. Ultimately, the physician opted to deactivate the s-ICD. Additional information was received that this s-ICD system has been explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.